Event description:
It was reported that during set-up, the thermal overload compressor continued to shut off and did not make ice. The product was replaced and the surgery was completed successfully.

Manufacturer narrative:
The field svc rep investigated the complaint and found that the compressor had failed. Due to the age of the unit, the customer chose to purchase a new unit. This report is being submitted to the FDA as a result of a retrospective review of product complaints.